Event description:
The customer contact physio control to report that their device had unexpectedly experienced a frozen display and would no longer properly respond to home and selection knob button press during a patient monitoring. This can be an indicative of the device lock up. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control reviewed electronic device records and it was determined that the device had experienced an unexpected power off, without the users pressing the power button, on the reported event date. After replacing of power pcb assembly and other unrelated repairs a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced power pcb assembly was sent for the further investigation to our product analysis center (pac). The issue was not able to be duplicated. Further root cause could not be determined.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Due to character limitations initial reporter phone, was left blank. (B)(6). Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contact physio control to report that their device had unexpectedly experienced a frozen display and would no longer properly respond to home and selection knob button press during a patient monitoring. This can be an indicative of the device lock up. There were no reports of adverse effects to the patient as a result of the reported issue.